Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that for two days the sensor readings were unreliable. Customer's blood glucose was 147 mg/dl. Troubleshooting was performed. Customer inquired about the alerts the device was alarming. Customer uploaded information and the data was reviewed, no further details given. Customer stated he was going to go to his doctor to see about settings. Customer called back and stated she had issues with calibration alarms. Blood glucose entered at 5:19, 57 mg/dl, and then alarmed again at 5:28, customer was unable to calibrate. At 10:28 calibration error again and change sensor. Customer had blood glucose of 500 mg/dl the next morning because infusion set disconnected at the quick release. Customer was explained the alarms and how to properly calibrated the sensor. No further information reported.